Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the pump had a load step malfunction and was pushing out insulin. There is no allegation of an adverse event but the patient has discontinued use of the pump. This complaint is being reported because the reported issue was not resolved.